Event description:
Dr reports a pt presented with left eye pain and swollen upper lip. It appeared to be a cornal abrasion, with no satellite lesions. The dr treated with zymar, but saw no improvement, and referred the pt to an m.d. The lesion was culture positive for fusarium. Under the m.d.'s care the lesion did not improve, and the pt was referred to a conreal specialist who observed dentritic lesions and treated the pt with viroptic, ultrex, oral sporonox and lotamax. The outcome was 20/15 vision with a small scar. While under the corneal specialist's care, the pt also developed a lesion in her right eye which was treated with zymar. The pt told the reporting dr that she was using a wal-mart band solution. Bausch & lomb produces renu multiplus multi-purpose solution for wal-mart under the equate trade name.